Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that approximately 6 months post implant of a bifurcated device and a limb extension on the right limb, a distal type I endoleak was noted on the left limb of the bifurcated device during a follow up computed tomography scan. Reportedly, the pt was being seen for routine follow up and was asymptomatic. The pt was treated with a limb extension which successfully corrected the endoleak. Reportedly, the pt tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records were not provided for clinical assessment; therefore investigation of the reported event was inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.